Event description:
It was identified from an online obituary that a vns patient was deceased. A funeral home was not identified in the obituary. A battery life calculation with the manufacturer¿s in-house programming history database predicted the device was expected to be delivering therapy at the time of the patient¿s death. Additional relevant information has not been received to-date.